Event description:
The user facility reported that the device worked without the footswitch being pressed during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.